Event description:
After 3 hours of pumping on the tlc-ii there was an lvad occlusion alarm. The system stopped working. After restarting, it started pumping during initialization time (5-10 seconds) and then only continuous air flow was seen. The pt was switched to a back-up tlc-ii driver. There was no pt injury.